Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that right ventricular oversensing was observed on the implantable cardioverter defibrillator. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-05882. New information received notes that interrogation of the implantable cardioverter defibrillator in clinic revealed that the left ventricular vector had a high capture threshold and intermittent capture. Microdislodgement of the left ventricular lead was suspected. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: serial # should be (B)(6) not (B)(4) , model # should be cd3369-40c not cd3357-40q, lot # , expiration date, UDI updated. Device manufacturing date updated mar 8, 2017. PMA updated should be p910023.

Event description:
New information notes serial number should be (B)(4) not (B)(4). Information updated.